Event description:
Opened new contact lens box to use first lenses for left eye and right eye. Day into wearing lenses, symptoms of itching of the eyes, scratchy feeling (like sand) and weeping of the eye started, followed by goopey eyes. Assumed it was allergies, started taking over the counter allergy medication. To no avail, tossed lenses and proceeded to next pair, same situation, and a third time, same situation. Went to see physician who prescribed antibiotics for eye infections. Stayed on antibiotic to completion then went back to wearing a new pair of lenses, same situation occurred all over again. Decided to try one lens of previous lot # box and one lens from new lot box, lo and behold, issue only in eye with new lot # started all over again. Other eye, no symptoms. This leads me to believe there is an issue with these two particular boxes of lenses. I have worn contact lenses for over 30 years and have never had this type of issue happen to me. I suspect there is some type of contamination to these two boxes of lenses that I have. Undoubtedly, I have endured a lot of pain and discomfort in my eyes since the onset of using these lenses and hoped that if this is the issue, it gets rectified before someone actually loses their eyesight, besides the money it costs me to be treated medically.